Event description:
It was reported that exit block was observed. The left ventricular lead was explanted. The patient was in good condition post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.